Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports a leak between the butterfly and the 3 dots on the catheter body. Betadine and alcohol were used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle during insertion and was not difficult to secure. The PICC was secured with tegaderm. The PICC was inserted (B)(6) 2014 in the left ac. Each line was flushed on a regular bases using a 10 cc syringe. Alcohol hubs were used to clean the device. The catheter tubing was not cleaned. The PICC was removed (B)(6) 2014 and was not replaced. The customer reports that the status of the pt is good.